Manufacturer narrative:
Review of manufacturing records. Lot met release requirements.

Event description:
On (B)(6) 2011, the pt was being treated for a thoracic aneurysm. The left external iliac measured 7-8 mm. The physician inserted a 24fr gore dryseal sheath but was unable to advance. The 24fr sheath was removed and an 11fr sheath was inserted beyond the left internal iliac and then pulled back. A conduit was created using two 11x5 gore viabahn endoprosthesis's distal the left internal iliac. The devices were inflated with a 12 mm balloon. Insertion of the gore tag thoracic endoprosthesis was successful. The sheath was removed successfully. During closure, the pt lost blood pressure. The physician still had wire access and observed on angio, the pt was bleeding internally at the internal iliac juncture. The physician inserted a gore excluder aaa endoprosthesis contralateral leg endoprosthesis bridging across the left internal iliac and believed the bleeding was arrested. The pt was doing fine when the gore representative left the operating room. The next morning the gore representative spoke to the physician regarding the pt. The physician reported the pt expired the evening of the procedure. Additionally, the physician reported he believed the weakened artery intima tore at the internal iliac, proximal the gore viabahn endoprosthesis, causing the pt to become unstable and eventually expire.